Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The tip od was measured using a digital snap gauge which is within specification. The stent was damaged at its proximal end. The struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube and outer were both kinked at various locations along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a crossing difficulties were encountered. The 75% stenosed, eccentric, de novo, 19x2.5mm target lesion was located in the mildly tortuous and mildly calcified left descending (lad) artery. Following predilation, a 2.50mm x 20mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed proximal stent damage.